Manufacturer narrative:
(B)(4).

Event description:
Procedure: pneumonectomy. According to the reporter: while moving one of the lung-segments, the endo gia reload stopped firing. The idrive was used, and the surgeon kept the blue-bottom in, as he did on reloads both before and after. The reload did not close properly, it stopped at about 45 mm and returned, and it was a 60 mm medium/thick reload. The surgeon changed the reload and re-did it without further problems. It did not cause any harm to the patient. Product has not been re-sterilized prior to this incident. No extension of surgery time by more than 30 minutes, no blood loss of more than 250 cc, no extension of the incision of more than 1 inch. No unanticipated or irreversible damage to vascular tissue, nothing fell into patient cavity, no reinforcement material. Corrective action taken to correct the problem, change the reload.